Event description:
This pt has a very long and complicated history of interventions to the rca including 2 incidents of sub acute thrombosis (B)(6) 2012. On (B)(6) 2012 the pt presented to an outlying facility with unstable angina, and was transferred to our facility for cath/pci. Films reveal that the previously placed stent (des (B)(6) 2009) in the proximal rca has a 90% in-stent restenosis. Angioplasty was performed with apex 3.0x15, and a promus element plus mr 3.5x24 deployed. Post dilated with nc quantum apex mr 3.5x20. Final films reveal 0% residual stenosis with timi iii flow. Pt discharged on meds including asa and plavix. A note that throughout all pt's multiple interventions beginning (B)(6) 2004, he remained on asa and plavix without apparent interruption. On (B)(6) 2012, pt presents to outlying facility with stemi and pci is attempted there but unsuccessful. Pt transferred to our facility and cath/pci performed (B)(6) 2012 revealing 100% thrombotic occlusion of previously placed stent. Trek otw 3.0x15, export xp and angiojet ultra spiroflex catheters used and a promus element plus mr 3.5x28 deployed in the proximal rca. Nc quantum apex mr 3.75x20 to post dilate. Final films reveal 0% residual stenosis and timi iii flow. Pt seemed to do well and was discharged (B)(6) 2012 on meds including asa and plavix. On (B)(6) 2012 pt represents to outlying facility with stemi. Transferred to our facility for immediate cath/pci. Films reveal 100% thrombotic occlusion of previously placed stent in proximal rca and occlusion of distal rca stent (circa (B)(6) 2005) as well. Apex 2.5x15, export ap, used in proximal and distal rca with nc quantum apex mr 4.0x20 used additionally in the proximal rca. Timi iii flow restored to both areas in the rca with residual stenosis in both of 10-20%. Pt did well without further symptoms, but options discussed with pt and decision to proceed with CABG (B)(6) 2012. Rima free graft placed to right pda. Pt recovered and discharged (B)(6) 2012 on meds including asa only. Implanted (B)(6) 2012; (B)(6) 2012 thrombosed- promus element plus mr lot# 14849344, exp date 10/31/2012.